Event description:
It was reported the device failed the accuracy test. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device was intact. The customer stated problem was confirmed. The device's delivery accuracy was running at three different tests, all of the test were found to be over the manufacturing specifications. The pumps expulsor was replaced to bring the delivery into more nominal of a range. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.